Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise, low pacing impedance and decreased atrial sensing. The ra lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.